Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown distal interlocking screw / quantity: one / unknown lot. UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, greve, et al. (2016) pseudoaneurysm of the anterior tibial artery after interlocking tibial nailing: an unexpected complication. Eur j med res, 21, 1-6. The authors reported a case study of a (B)(6) male patient who developed an anterior tibial pseudoaneurysm after tibial nailing with expert tibia nail (synthes, (B)(4)) to treat a right tibial fracture. In addition to the nail, two proximal medial¿lateral, two distal medial¿lateral, and one distal anterior¿posterior interlocking screws were inserted. Six weeks after surgery, the patient was hospitalized with intermittent edema of the proximal lateral lower leg. Deep vein thrombosis and compartment syndrome were ruled out. A distal interlocking screw was removed due to its close proximity to the distal tibial¿fibular joint. The patient was discharged and readmitted four weeks later due to similar symptoms. A computed tomography (CT) scan revealed a pseudoaneurysm of the anterior tibial artery in close proximity to the level of the proximal interlocking screw insertion. The patient underwent vascular repair and fracture reduction of the fibula. He was revised to standard ao/asif plating. Intraoperatively, the peroneal nerve was affected, resulting in proximal peroneal paralysis with paresthesia of the dorsal foot and impaired dorsiflexion. One year after the initial fracture, the tibial nail was removed and the function of the peroneal nerve had recovered completely. This is report 1 of 2 for (B)(4). This serious injury report is for an unknown distal interlocking screw which was removed due to its close proximity to the distal tibial¿fibular joint after the patient had been hospitalized with intermittent edema of the proximal lateral lower leg.